Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele/rectocele repair with mesh and sacral colpopexy.

Manufacturer narrative:
(B)(4), it was reported that the patient underwent a gynecological procedure and a mesh as implanted concurrently with right inguinal hernia repair and tah/bso due to pop and sui. It was reported that following insertion the patient experienced recurrent urinary incontinence, infection, vaginal pain, pain feeling like a knife cutting her, and continued to have stress incontinence. It was reported that patient experienced vaginal erosion and underwent mesh explant on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.